Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory via review of the device image. Bench testing indicated the cause of the reported charge time was an anomalous high voltage capacitor.

Event description:
It was reported that charge time limit reached alert was observed during automatic cap maintenance. The device was explanted and replaced. There were no adverse consequences to the patient.